Event description:
It was reported that the patient presented for a spinal surgical procedure and had an external temporary pacemaker in place. During the procedure, loss of capture was noted; however, it was unknown whether this was related to the implanted right ventricular (rv) lead. The rv lead was explanted and successfully replaced on (B)(6) 2026. The patient was in stable condition.